Manufacturer narrative:
Zoll has received the product for investigation. A supplemental report will be filed when the investigation has been completed.

Event description:
As reported, during patient use, the autopulse platform (sn (B)(4)) did one compression and displayed user advisory - ua 7 (discrepancy between load 1 and load 2 too large) error message. The crew reverted to manual CPR. Patient has expired upon arrival at the ER. The customer claimed that patient death was not related to the autopulse platform.

Manufacturer narrative:
The reported complaint of user advisory - ua07 (discrepancy between load 1 and load 2 too large) on the autopulse platform sn (B)(4) was confirmed during functional testing and archive data review. The investigation findings determined that the root cause of the reported issue was due to a defective load cell 2 as a result of an aging component. Unrelated to the reported complaint, cracked both front and bottom covers on the ap platform were observed during visual inspection. The autopulse platform is a reusable device and was manufactured on november 2011. The device has been operating for 7 years and has exceeded its expected serviceable life of 5 years. These types of physical damages attributed to wear and tear. The damaged covers were replaced. During archive data review, multiple ua07 error messages were observed on the date the event occurred. Thus, confirming the reported complaint. The initial functional testing of the ap platform could not be performed due to ua07 (discrepancy between load 1 and load 2 too large) displayed upon powering on. Thus, confirming the reported complaint. To remedy ua07, the defective load cell 2 identified during service evaluation was replaced. The ap platform was then re-tested and passed all functional tests. The autopulse platform is ready for clinical use. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse serial number (B)(4).